Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice failed functional testing and accuracy confirmation testing. An inspection revealed that there was deteriorated piston foam. The original piston foam was removed and a test article foam was installed into the device and accuracy was performed and passed. The device was then tested for temperature verification and passed all testing pertaining temperature verification. The device also passed electrical testing. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause of the problem was deteriorated piston foams; therefore the piston foam was replaced to resolve the issue. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.